Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the ins would not last as long as before anymore and they noticed this the beginning of this year. Patient stated that it use to last them 2 days but now it would not even last a day and they would no longer feel the stimulation in less than a day. Patient stated that they no longer see a pain doctor because they were diagnosed with liver cirrhosis and can't take medication. Patient stated they go to their primary doctor and meet with a nurse practitioner . Agent reviewed charging frequency and reviewed hcp and rep role. Agent redirect patient to their hcp to further address the issue.